Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during a implant procedure, the left ventricular lead was observed to have low pacing lead impedance. It was noted that the peelable outer guide catheter was unable to stop the bleeding. The lead was replaced successfully and the patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.